Event description:
Difficulty removing iabp due to resistance. After removal the balloon was found to have very dark coffee-ground material within balloon itself. The balloon was removed with another device without any excessive bleeding/hematoma.